Event description:
A us distributor reported that a patient's electrode belt was unable to baseline.

Manufacturer narrative:
Device evaluation of belt has been completed by engineering. The reported problem (unable to baseline) has been confirmed. Upon investigation the belt was unable to complete incoming functional testing. The cause for the failure was isolated to a defective c712 capacitor on the distribution node pca. The root cause for the defective c712 capacitor could not be positively identified. There was no adverse event that resulted from the damaged belt.